Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights. As it was stated by customer, the light head produced a heat. There is no injury reported. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
On(B)(6)2018 maquet sas became aware of an issue with one of surgical lights. As it was stated by customer, the light head produced a heat that was not considered as normal operation. There was no injury reported. The complaint information was received via a distributor, who requested further assistance from the manufacturer. The feedback received was subjective. To more thoroughly investigate the manufacturer suggested to use a specified tool for the measurement and the required settings and parameters, however no feedback was received despite our best efforts. Additionally, we were not able to confirm whether the device was repaired nor if it was returned to use. The devices has been identified as a volista access 400 surgical light with product reference number 568357999 and serial numbers 520127 and 520142. Installation date is unknown and manufacturer was not able to identify the manufacturing date of the device involved in the issue.

Event description:
Manufacturer reference number: 2018-60279.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer reference number (B)(4).